Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this right atrial lead exhibited noise which lead to inappropriate mode switches. A lead safety switch was noted which changed the lead configuration from bipolar to unipolar. A review of the daily logbook noted that there were 2 days which showed the lead impedance at n/r. Isometrics were performed which found noise and oversensing, all other measurements were within normal ranges. Boston scientific technical services was consulted and suggested doing a chest x-ray to determine if the lead had moved at all. At this time, the lead remains implanted. To date, no adverse patient effects have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.